Manufacturer narrative:
This is the same event as 3010536692-2015-01702.

Event description:
Allegedly the patient was revised due to the following mom complications: metallosis, elevated cocr levels, and pain (left).